Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that occluder was found outside the left atrial appendage (laa) ostium. Imaging received appeared the device was very proximal and the next images show the device deeper into the laa without evidence the device was recaptured back to ball. When deployed device to stuff it further into the laa may device migrated from the position it was left at the end of the procedure. Based on the information received, the reported device embolization could not be determined. It is possible due to intra-procedural difficulties, patient anatomy, implant depth, annular calcium distribution, deployment or retraction difficulties. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, the close criteria was satisfied and tension test was performed. The amulet was successfully implanted. On (B)(6) 2025, a post implant follow up was conducted and it was noted that the amulet device was very proximal and out of position from implant on transesophageal echocardiogram (tee) evaluation. The amulet was found outside the left atrial appendage (laa) ostium. The patient was reported at home and no treatment was scheduled.